Manufacturer narrative:
On 24-nov-2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the complaint device. The device is a 500cc mentor smooth round moderate plus profile (catalog #: 3502500, serial #: (B)(6)). Initially, the date of implantation was reported as (B)(6) 2011. However, additional information revealed that the date of implantation was approximately (B)(6) 2018. The relevant fields have been updated. On 12-dec-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, a tear was observed on the anterior view, measuring 0.8 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided capsular contracture (grade unknown). As a result, the patient underwent bilateral removal and replacement with two 630cc mentor smooth round high profile prostheses (catalog #: 3503630, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2020.